Manufacturer narrative:
This event occurred in (B)(6). The values generated with the analyzers from roche diagnostics are above the normal reference of the assay. The value generated with the analyzer from siemens is marginally below the upper level of the normal reference range of the assay. Calibration and controls on the e 801 analyzer used for investigation are ok. Different assays from different vendors can generate different values. This is related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with elecsys ft3 iii and the elecsys tsh assay on a cobas 8000 e 801 module. Discrepant values were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2019. The sample was repeated on a centaur analyzer. The sample was also provided for investigation where it was tested on a second e 801 analyzer on (B)(6) 2019. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot number 331814, with an expiration date of august 2019 was used on this analyzer.